Event description:
It was reported that a 29mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had challenging anatomy with annular calcium, severe tri-leaflet calcium, and a 51 degree aortic root angle. During device preparation, while loading the valve into the delivery system, a small gap remained between the valve and valve capsule, which was closed with the micro-adjustment wheel. During the procedure it was noted that the valve could not be fully-recaptured into the valve capsule during the end of the first partial re-sheath attempt. The micro-adjustment wheel was used several times with no results. The distal end of the delivery system was in the ascending aorta. The decision was made to collapse the system into a 20f non-abbott sheath. The physician removed the entire delivery system and exposed valve out through the iliofemoral vessel, causing a right iliofemoral dissection. A new 29mm navitor vision valve and large flexnav delivery system. The second valve was implanted. The patient had prolonged hospitalization due to the dissection. Three days post-implant the patient went into complete heart block. A temporary pacemaker was inserted. Subsequently a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported heart block could not be conclusively determined. The reported unexpected medical intervention and surgery were results of case-specific circumstances, as a temporary pacemaker was used and a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. During device preparation, while loading the valve into the delivery system, a small gap remained between the valve and valve capsule, which was closed with the micro-adjustment wheel. During the procedure it was noted that the valve could not be fully-recaptured into the valve capsule. The micro-adjustment wheel was used several times with no results. The distal end of the delivery system was in the ascending aorta. The decision was made to collapse the system into a 20f non-abbott sheath. The physician removed the entire delivery system and exposed valve out through the iliofemoral vessel, causing a right iliofemoral dissection. A new 29mm navitor vision valve and large flexnav delivery system. The second valve was implanted. The patient had prolonged hospitalization due to the dissection. Three days post-implant the patient went into complete heart block. A temporary pacemaker was inserted. Subsequently a permanent pacemaker was implanted. The patient status was stable.